Event description:
Adverse event: removal of foreign material. Malfunction: foreign material. The customer reports a patient has a blue fiber retained in the eye. The patient will need a second procedure to remove the foreign material. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).